Event description:
After 18 mons of implantation, the device was removed because the device was reported to be non-capturing. It was reported that the cardiologist feels the device was malfunctioning.